Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025, at 08:35, the patient underwent hemodiafiltration. Initial vital signs were blood pressure 126/81 mmhg (millimeters of mercury) and pulse 69 bpm (beats per minute). At 08:59, the patient exhibited an allergic reaction to the hemodiafilter, and the patient reported pruritus/itching in both palms. Per the physician's order, the substitution fluid was discontinued, but the symptoms did not improve. At 09:03, generalized pruritus and rash developed, worsening from the initial presentation. As an initial disposition, corresponding anti-allergy treatments were given. Oxygen inhalation and intravenous administration of 5 mg (milligrams) of dexamethasone were administered per physician's order, with no improvement. The extracorporeal circuit was disconnected per the physician's order, and 25 mg of promethazine was administered intramuscularly. Vital signs at this time were blood pressure 156/94 mmhg, pulse 80 bpm, and spo2 (peripheral capillary oxygen saturation) 98%. Subsequently, 50 ml (milliliters) of 10% glucose injection and 10 ml of 10% calcium gluconate were administered intravenously. The patient's condition gradually improved, and observation continued. At 10:10, the patient was reconnected to the machine per the physician's order, and the extracorporeal blood volume was returned and reinfused on the machine. Subsequent treatment was uneventful, and vital signs remained stable. Therewas no blood loss. There were no blood transfusions.